Manufacturer narrative:
Correction: eval code-conclusion changed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis found that the analyzer pins were disturbed and the analyzer failed incoming tests. The analyzer was sent to the manufacturing site for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.